Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was not cooling the patient. The patient was being transferred from one room to the next and once the device was plugged in, the patient started to get warm and the water was not cooling. The patient temperature was 34.3c, the target temperature was 33c, the water temperature was 29.4c, and the flow rate was 2.3 l/min. The water reservoir showed 4 bars, it was advised to drain 500 ml from the right drain ports. Mss noted that within 20 minutes the temperature did not decrease. At 11:50am: the patient temperature was 34.1c, the target temperature was 33c, the water temperature was 28.2c, the flow rate was 2.6 l/min, and the trend indicator showed one arrow down. The device was placed in manual control at 4c: the mixing pump command was running at 100%, t1 was 28.2c, t2 was 28.2c, and t4 was 3.2c. The nurse stated that the facility would retrieve a second device. Mss called back at 3:45pm: the patient temperature was 32.7c, target temperature was 33c, the water temperature was 30.3c, the flow rate was 2.4lpm, and the trend indicator showed one arrow down. Paralytics/sedatives administered. The concept of overshooting was explained, however, the nurse expressed that she was still concerned. The device was placed in manual control at 40c: t1 & t2 heated to 40c, t4 4.1c. It was noted that the device was functioning properly. Manual control was stopped/disabled and restarted cooling. The flow rate settled at 2.5lpm. The addition of a warm blanket was recommended as well as covering head/hands/feet. The rewarm was set to begin in 10 minutes.

Event description:
It was reported that the arcticsun device was not cooling the patient. The patient was being transferred from one room to the next and once the device was plugged in, the patient started to get warm and the water was not cooling. The patient temperature was 34.3c, the target temperature was 33c, the water temperature was 29.4c, and the flow rate was 2.3 l/min. The water reservoir showed 4 bars, it was advised to drain 500 ml from the right drain ports. Mss noted that within 20 minutes the temperature did not decrease. At 11:50am: the patient temperature was 34.1c, the target temperature was 33c, the water temperature was 28.2c, the flow rate was 2.6 l/min, and the trend indicator showed one arrow down. The device was placed in manual control at 4c: the mixing pump command was running at 100%, t1 was 28.2c, t2 was 28.2c, and t4 was 3.2c. The nurse stated that the facility would retrieve a second device. Mss called back at 3:45pm: the patient temperature was 32.7c, target temperature was 33c, the water temperature was 30.3c, the flow rate was 2.4lpm, and the trend indicator showed one arrow down. Paralytics/sedatives administered. The concept of overshooting was explained, however, the nurse expressed that she was still concerned. The device was placed in manual control at 40c: t1 & t2 heated to 40c, t4 4.1c. It was noted that the device was functioning properly. Manual control was stopped/disabled and restarted cooling. The flow rate settled at 2.5lpm. The addition of a warm blanket was recommended as well as covering head/hands/feet. The rewarm was set to begin in 10 minutes.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a defective mixing pump. The device was not cooling correctly. The mixing pump was replaced. The device went through the preventative maintenance program. The heater, circulation pump, drain valves, and both manifold o-rings on the manifold were replaced. The coin cell in the control panel was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and functioned properly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings and cautions warnings ¿ do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. ¿ the arctic sun® temperature management system is not intended for use in the operating room environment. Cautions ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ federal law (USA) restricts this device to sale, by or on the order of a physician. ¿ use only sterile water. The use of other fluids will damage the arctic sun® temperature management system. ¿ when moving the arctic sun® temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. ¿ the patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks."